Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicative of battery voltage too low for projected remaining capacity, during pre-implant testing. The product will be returned for analysis. No patient involvement.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the root cause of the observed code 1003. To date, this device has not been returned for laboratory analysis. Note this investigation will be updated should further information be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: to date, this device has not been returned to boston scientific; therefore, physical analysis cannot be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Risk assessment: a risk review performed for the accolade device confirmed that the event of message - error code 1003 is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the accolade device is acceptable.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, indicative of battery voltage too low for projected remaining capacity, during pre-implant testing. The product will be returned for analysis. No patient involvement.